Event description:
It was reported that the patient had anemia and sepsis secondary to intra-abdominal fluid collection following a laparoscopic cholec ystectomy. The patient experienced uptrend in white blood cell count (wbc), drop in hemoglobin (hgb), and became febrile, tachycardic, and hypotensive. The patient was given antibiotics and was transfused two (2) units of packed red blood cells (prbc). Approximately a month later, a follow up computerized tomography (CT) of the abdomen/pelvis showed interval resolution of fluid collection. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4). Product event summary: (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the sterility certificate confirmed that the associated device met all requirements for release. Information received from the site indicated that the patient had anemia and sepsis secondary to intra-abdominal fluid collection following a laparoscopic cholecystectomy. The patient experienced uptrend in white blood cell count (wbc), drop in hemoglobin (hgb), and became febrile, tachycardic, and hypotensive. The patient was given antibiotics and was transfused two (2) units of packed red blood cells (prbc). Approximately a month later, a follow up computerized tomography (CT) of the abdomen/pelvis showed interval resolution of fluid collection. Per the instructions for use, infection and cardiac arrhythmia are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of infection. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.